Manufacturer narrative:
Per tandem's t:slim user guide "do not remove the cartridge during the load process until prompted on the t:slim pump screen". No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 5) with multiple cartridges during the load process. Reportedly, the customer removed and installed the cartridge on the wrong screen. Customer's blood glucose level was 240 mg/dl. However, the customer stated this was due to eating a large snack and not the pump. The customer was able to load a new cartridge successfully.